Event description:
During arthroscopic surgery, it was noted that the outflow was insufficient and this made it difficult for the surgeon to visualize the surgical site. After re-threading the arthroscopy tubing and adjusting settings, the outflow was still poor. The tubing was closely inspected and it was noticed that there was a hole in the tubing.